Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in water chamber,nasal and throat irritation, shortness of breath,nausea, lighthadedness,dizziness,mild headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. A correction to b5 was made and should be:the manufacturer received information alleging visualization of particles in water chamber,nasal and throat irritation, shortness of breath,nausea, lighthadedness,dizziness,mild headache related to a CPAP device's sound abatement foam. In the initial MDR, section g3 was incorrect the correct and the correct date would be- 07/01/2021. Section g1 was incorrect and section h7 was not captured and now has been updated correctly. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about the alleged of respiratory tract irritation, inflammatory response other. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h10 should be reported as: the manufacturer previously received information alleging visualization of particles in water chamber, nasal and throat irritation, shortness of breath, nausea, light-headedness, dizziness, mild headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged of respiratory tract irritation, inflammatory response other. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank (previously, it was other serious or important medical events.) Section h1 was changed from serious injury. To malfunction.